Manufacturer narrative:
MFR's report date: 06/27/2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported that within a few minutes of starting a chemo infusion of oxaliplatin (150mg in d5w 250 with equashield), the pt had the tubing up against his arm and felt "wet". The nurse found the tubing was leaking and shut off the infusion. A hole was found in the tubing. No pt harm or medical intervention occurred. No further pt/event info was reported.